Manufacturer narrative:
Initial assessment: the most common overall indication for reoperation is capsular contracture. (Handel, 2006). Breast prostheses are no different from any foreign material implanted into the human body in the sense of triggering a protective immune reaction from the host. This ¿foreign body response¿ (fbr) is universal and ideally removes or otherwise surrounds the ¿irritant material¿ with fibrous tissue to prevent unwanted immune sequelae. A capsule around a breast implant is, therefore, a necessary mechanism of body defense, but if excessive it can lead to pain and deformity of the breast (steiert, et al., 2013). It has been identified several significant risk factors for capsular contracture, including device features (surface, size), surgical factors (periareolar incision, subglandular placement, antibiotic irrigation), the development of hematoma/seroma, and the use of a surgical bra. (Calobrace, 2018). Periprosthetic capsules become pathologically active and undergo a ¿constrictive fibrosis¿ due to retraction of the fibrous tissue, which deforms their contents and impairs the aesthetic outcome, manifested by hardening of variable degree and, in advanced cases, by deformity of the breast. (Baker et al., 1990). Each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: http://motivaimplants.com/information-for-the-patient. Dfu revision: the instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: ¿capsular contracture occurs when the capsule tightens and squeezes the implant. This can cause the implant to turn rigid (from slightly firm to quite hard) and the firmest ones can cause varying degrees of discomfort, pain, and palpability. In addition to the firmness, capsular contracture can result in a deformed breast, visible surface wrinkling and/or displacement of the implant. Detection of breast cancer by mammography may also be a more difficult. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture is a risk factor for implant rupture, and it is the most common reason for reoperation in augmentation and reconstruction patients. Patients should also be advised that additional surgery might be needed in cases where pain and/or firmness are severe (baker grades iii or IV) and that capsular contracture may happen again after additional surgeries. Correction of capsular contracture may require surgical removal or release of the capsule, or removal and possible replacement of the implant itself¿. Also, a complete review of the DHR was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process.

Event description:
Periprosthetic shell right and left breasts. Stage 1: the flexibility and shape of the breast are normal. Actions undertaken in the healthcare establishment for patient care: removal of prostheses.

Manufacturer narrative:
Assessment event description: on 12-nov-2023, it was received a report from a patient indicating capsular fibrosis after breast augmentation. The complaint investigation was initiated and the information was include as part of the psr periodic report. After the requesting information process, the patient indicates: "I have now received a diagnosis of breast carcinoma. It is not capsular fibrosis, but breast cancer". In order to confirm the condition reported, the following information were requested: -clinical history and operatory information (clinical report from the surgeon indicating the evolution of the patient after the surgery and the evolution of the complication). -photographs (frontal and lateral), showing the appearance of the breast before and after the complication. -when did the symptoms start? -are both breasts presenting the capsular fibrosis? Or only one? If only one please specify if right or left. Diagnosis: condition could not be confirmed since it was not possible to obtain the requested information on the case and conduct an appropriate investigation of the complaint. After several communications to collect the information, establishment labs did not receive the requested information. DHR revision: an internal investigation was conducted and there were no indications of abnormalities in raw materials or manufacturing processes which may have affected this particular batch. Also, a complete review of the DHR was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process. - shell manufacturing: no deviation or abnormality detected. - gel mixing: no deviation or abnormality detected. - primary packaging: no deviation or abnormality detected. - sterilization: no deviation or abnormality detected. - second sterilization round: no deviation or abnormality detected. - secondary packaging: no deviation or abnormality detected. - labeling: no deviation or abnormality detected.